Event description:
Incident received via medwatch. The event is reported as: several days post-op, a female pt complained of sore throat and whispered speech. Pt was seen by the medical resident and nothing was found. An attending doctor found green tubing in the pt's nasopharynx. Conscious sedation was administered and nasal trumpet was removed. Pt recovered and complaint resolved.

Manufacturer narrative:
The device sample is not available for evaluation. The results of the investigation are not available at the time of this report.